Manufacturer narrative:
The device was returned and is pending evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). The pod was deactivated and it was noticed the cannula was bent. The patient was able to activate a new pod. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and the inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would result in high blood glucose levels.